Event description:
It was reported that an ilet user experienced persistent high blood glucose readings on the device and on fingerstick testing measured at 473 mg/dl, with the user employing a teflon infusion set and having last changed supplies the prior day; education was provided to promptly replace the infusion set and related supplies and to contact support during the change to assess for a bent cannula and document lot information. Symptoms included hyperglycemia and nausea. Outcomes included minor illness without long-term impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding the device component and the overall device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.